Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument fractured. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h3, h6, h10 proposed annex g code: mechanical (g04) - impactor visual examination of the returned product identified the threaded end is fractured from the main shaft. Material hardness is conforming to print specification. Wear & tear is seen that indicates repeated use during a potential field age greater than 4 years. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.